Event description:
Inbound, pt reports no disposable alarm approx 24 hrs apart using same cadd cassette on different pump, yesterday, alarm resolved by changing cassette to back up pump. Today, alarm persisted when cassette was changed to back up pump. Pt did not save packaging from cassette, so serial number and expiration date are not available. She cleared pump before recording cassette volume remaining. No further details provided.